Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported that on (B)(6), 2016 the pulse generator exhibited inappropriate measured battery impedance. The patient is dependent and a device replacement would be considered.

Event description:
New information indicated a device download was successfully performed. The patient was in good condition.

Event description:
New information indicated the device continued to exhibit inappropriate measured data. The device remained implanted.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. After a device software download, normal device function resumed.